Manufacturer narrative:
Concomitant product(s): - model: 429688, lead; implanted: (B)(6) 2015; model: dtba1d1, crt-d; implanted: (B)(6) 2016; model: 310c29, mitral tissue valve; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow up was conducted and verified with the patients clinic that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.